Manufacturer narrative:
The unit was tested per quality control (qc) procedures by a kci field service employee on (B)(6) 2010, prior to placement with the patient on (B)(6) 2010. The unit passed qc checks and met specifications. The unit remained with the patient until (B)(6) 2010 when therapy was discontinued. On (B)(6) 2010, the unit was returned to the kci service center and tested per qc procedures by a kci field service employee. The unit passed qc checks and met specifications.

Event description:
The following information was reported to kci by the reviewing medical documents: on (B)(6) 2010, the patient was admitted to the hospital for nausea and vomiting secondary to small bowel obstruction which were unrelated to v.a.c. Therapy. On (B)(6) 2010, the patient received blood on various occasions due to having a lot of sloughing off of the wound which was causing the wound to bleed. On an unknown date, the patient was clinically stable and discharged home closely monitoring the blood count. On (B)(6) 2010, the patient was admitted to the hospital for nausea and vomiting, ileus, urinary tract infection, anemia, and diabetes which were unrelated to v.a.c. Therapy. The patient had multiple blood transfusions as the hemoglobin was 8 g secondary to the blood loss from the wounds. V.a.c. Therapy was restarted, the patient was clinically stable. In (B)(6) 2010, the patient was discharged home on v.a.c. Therapy. On (B)(6)r 2010, the patient was admitted to the hospital for anemia with a hemoglobin 5.8. The patient received a blood transfusion. It was unknown what the estimated blood loss was. On an unknown date, the patient was discharged from the hospital in stable condition. We are filing this report because a possible contribution due to use error cannot be entirely ruled out due to limited information provided. The treating surgeon has declined to provide additional information regarding the reported event.